Manufacturer narrative:
As per customer device is at least 20 years old. Multiple attempts to try and retrieve further info. Should further info become available a f/u up MDR will be submitted.

Event description:
Rec'd a customers medwatch stating; "when the flowmeter was inserted into the oxygen outlet in the wall, the top of the flowmeter popped off along with other small pieces and flew into the surrounding bed area. Our bio-tech staff estimated that it's at least 20 years old". No adverse event to pt.